Event description:
The advocate stated the customer received an approximate blood glucose reading of 80-90mg/dl from his contour and a reading of 50mg/dl from another meter.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.there was no eveidence of an adverse event.the advocate was advised to return the test strips for evaluation.replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Initial reporter's phone number and address were not provided.

Manufacturer narrative:
Corrected lot#: 2bc3b05.